Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The cause of death was hyperglycemic episode put the customer's into the coma then eventually customer caused brain stop to pass away. The customer¿s blood glucose was unknown at the time of death. It was unable to confirmed were customer was not wearing the insulin pump at the time of death and the customer was not using sensors. The auto mode on the insulin pump was unknown if it was active or inactive and automatically adjusting insulin delivery during the event. The caller unknown to return the insulin pump for analysis.